Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and duplicate the event, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to the emergency lamp being disconnected or detached. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera 4k uhd xenon light source emergency lamp indicator was blinking during a therapeutic laparoscopic cholecystectomy. The doctor completed the procedure using the same set of equipment. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.